Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect these attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was duplicated and the electrode pads failed testing on the test AED plus device. The electrode pads were scrapped and replacement pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.